Event description:
During a pci procedure of an rca lesion, the shaft of the quantum maverick monorail catehter kinked during advancement. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status is listed as "good".